Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer had symptoms such as throwing up, diarrhea and diabetic ketoacidosis. The customer treated with manual injection with long and quick acting insulin. Customer's blood glucose value was 220 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. Customer was admitted into (B)(6) on (B)(6) 2017 at 11:30am. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.